Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic laparoscopic cholecystectomy, the image on the flex deflectable videoscope went completely dark while the device was inside the patient. As a result, the procedure was delayed. However, there were no reports of patient harm, and the procedure was completed using a similar device.